Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 550:320:654:0000 occurred. This condition has the potential to cause an interruption of delivery. The event occurred during customer problem testing in the biomedical service department. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed during product evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was not confirmed during product evaluation. Upon review of the pump's event history, quality engineering determined the problem to be a damaged battery alarm. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. A device history review was performed finding one exception during manufacturing; however, the device was repaired, re-tested, and found to be performing as designed before release. A service history review revealed there were previous service events related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.